Manufacturer narrative:
A ge svc rep performed an on site investigation. The reported issue could not be duplicated. The system was tested and found to be working as intended and put back into svc.

Event description:
The customer reported that the 9800 system had a drop in voltage and the image was faded. No pt injury was reported.